Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: enseal scissor was replaced during surgery and error remain. Procedure: placental accreta. Consequence: bleeding and surgery delay +40min. Patient recovering on intensive care service. Related error video added as attachment. The scissors used were enseal x1 curved jaw: nslx137c. The procedure in question was a cesarean section in a woman with placental accreta with bladder and colon involvement. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the generator log available? Please confirm what disposable device was used during the specified surgical procedure (the attached video shows a harmonic 1000i device, the complaint is against an enseal device). Please confirm what device was used in the procedure? When the restart generator alert screen was displayed, what was done as part of troubleshooting to complete the procedure? How was the procedure completed? Why is it believed that bleeding experience is associate with an alleged deficiency of generator? Why is it believed that the ICU stay is associated with the difficult experience with the generator or disposable device? Was another gen11 and/or disposable attempted to be used to compete procedure? Is the generator and/or disposable being returned for analysis? What is the patient's current status?. This is an analysis for a video submitted to ethicon endo surgery for evaluation. Video (gen11 error): the video provided by the customer is that where a harmonic device is been activated during the video and suddenly a restart generator alert screen was displayed by the generator. No conclusion could be reached as to how this issue occurred through video analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. No batch information was provided for the product evaluated. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a cesarean section in a woman with placental accreta with bladder and colon involvement there was a repetitive error message ¿restart generator.¿ the system was restarted several times but the problem persists.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022. Additional information was requested and the following was obtained: please confirm what disposable device was used during the specified surgical procedure (the attached video shows a harmonic 1000i device, the complaint is against an enseal device). Please confirm what device was used in the procedure? - nslx137c (enseal) the video (in attachment) was later made by the sales representative, to understand what error arose during the surgery. Because the surgery in which the error arose was urgent and she did not witness the same. When the restart generator alert screen was displayed, what was done as part of troubleshooting to complete the procedure? Another device available at the hospital was used. Ligasure maryland. ¿ how was the procedure completed? A competitor's device was used. ¿ why is it believed that bleeding experience is associate with an alleged deficiency of generator? Because the device didn't work when it was activated. As you can see in the attached video when using the device the error appears. It then makes it impossible to use the device: sealing vessels that are bleeding. Stop bleeding. This did not happen because the error appeared over and over again in the generator. Until the blood loss was so high that the surgeons decided to stop trying to restart the generator to make it work. Why is it believed that the ICU stay is associated with the difficult experience with the generator or disposable device? Due to excessive bleeding caused by device unresponsiveness caused by generator error. Was another gen11 and/or disposable attempted to be used to compete procedure? No, there wasn¿t another gen11 available. It was opened a second enseal device which was used in the same gen11 is the generator and/or disposable being returned for analysis? The generator was already sent to italia s&r what is the patient's current status? The patient is well. Investigation summary per service manual operational and diagnostic analysis confirmed the restart generator error message and hemostasis intervention. The power supply was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.